Event description:
Report received from abbott international affiliate (abbott united kingdom) that states: "flap valve failed to close, allowing air into line. This was noticed before any air reached pt". Report further indicates "reason for product use: IV antibiotics; action taken: device disconnected/removed; the detail/results relevant to action taken: event occurred at end of treatment." No additional info was available.